Event description:
The customer reported that erroneously creatinine (cr-s) results were generated from a unicel dxc 600i synchron access clinical system for two patient samples. The customer did not provide patient data associated with these results. The patient samples were subsequently repeated on another instrument and valid results were generated. The valid results were reported from the laboratory. The erroneously cr-s results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were either plasma or serum, fresh samples which were centrifuged at room temperature for five minutes at four thousand revolutions per minute prior to testing. Instrument analyte quality controls results during the timeframe of the event were found to be within specification. Subsequently, chemistry cartridge obstruction errors and suppressed patient results with instrument generated flagging was generated from the unicel dxc 600i synchron access clinical system.

Manufacturer narrative:
The customer indicated that the instrument had been recently serviced for cartridge chemistry (cc) sample probe level sense errors, and the level sense bead assembly had been replaced. Beckman coulter inc. Led the customer through an instrument assessment. The customer found the cc sample probe was off-centered and it was hitting the cap and did not go through the cap. Service was dispatched to the site for this event. The field service engineer found a bent probe and the cc sample crane was misaligned. The fse replaced the cc sample crane and realigned the shuttle transfer assembly. The fse performed testing to verify proper alignment. The system was resumed following calibration and a quality control assessment. The failure mode for this event was a bent cc sample probe.